Event description:
On (B)(6) 2013, it was reported that the patient had fluctuating impedances on two channels but the patient was having benefit from the device and performance was stable. CT scan was unremarkable and no ossiciation was observed. Information received on 03/13/2015 indicates an increased number of channels affected and hearing performance has now decreased. The patient denies any head trauma. Re-implantation is being considered but not scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.